Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg for multiple patients that were not reported out of the laboratory. The following results were provided (reference range <5.00 iu/ml): initial b-hcg result: 1474.82 iu/ml; repeat result <1.2 iu/ml. Initial b-hcg result: 288.67 iu/ml; repeat result <1.20 iu/ml. Initial b-hcg result: 5881.94 iu/ml; repeat result <1.20 iu/ml. Initial b-hcg result: 2446.45 iu/ml; repeat result <1.20 iu/m. There was no impact to patient management reported.

Event description:
The customer observed a false positive architect total b-hcg for multiple patients that were not reported out of the laboratory. The following results were provided (reference range <5.00 iu/ml): initial b-hcg result= 1474.82 iu/ml; repeat result <1.2 iu/ml; initial b-hcg result= 288.67 iu/ml; repeat result <1.20 iu/ml; initial b-hcg result= 5881.94 iu/ml; repeat result <1.20 iu/ml; initial b-hcg result= 2446.45 iu/ml; repeat result <1.20 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Update to section b5 - describe event or problem correct in unit of measure from iu/m to iu/ml. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 64278ud03, however, no increase in complaint activity was identified for list number 07k78. Additionally, in house accuracy testing was performed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 64278ud03 and complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect total b-hcg reagent, lot 64278ud03 was identified.